Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the left iliac to tibial artery. A 2.0mmx100mmx150cm coyote¿ balloon catheter was advanced for dilation. However, during the first inflation, the balloon failed to inflate. It was then noted that there was a hole on the anterior side of the balloon. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.